Event description:
It was reported that during an oral procedure, the handpiece heated up. There were no reported pt or user injuries and the surgeon was able to complete the procedure with the handpiece.

Manufacturer narrative:
The handpiece was received at the MFR for investigation. In order to address the issue of the handpiece heating up, the bearings were replaced; the motor cartridge was reprogrammed to be recognized by the console and preventative maintenance was performed. The handpiece has since been returned to the account.